Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction was verified. Replaced the surge suppressor board pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
The customer reported that r1 on the surge suppressor board of the 2800 system has opened. Customer requested replacement. There was no report of pt injury.